Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears.